Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient¿s dressing was falling off. The patient¿s daughter tried to help by removing the dressing, and they cut the lead. It was stated that as soon as the lead was cut, the leakage started again. The patient was referred to their healthcare provider. The trial started on (B)(6) 2017. No further patient complications are anticipated or expected as a result of this event.